Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 422.256s, lot 4l57865: manufacturing site: grenchen. Release to warehouse date: may 21, 2019. Expiry date: may 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: as received condition, one plate has been returned in a non-synthes bag. The plate in question is broken at the fourth hole. The complaint part has traces of use such as several scratches on the surface. Furthermore, around the breakage point there are server abrasions and damages on the surface within the holes. This type of plates was laser-marked during the manufacturing process and the lot number on the complaint received corresponds to the lot number on the complaint part. All dimensions of the plate received which are relevant for the complaint condition such as the thickness in the area from the hole 4 were measured and have fulfilled their specifications according to the drawing. Noteworthy, the features of thread zero-point and ball height hole 4 could not be measured due to the complaint condition. In addition to that, some thread zero-point and ball height holes were damaged and could not be either measured. Besides, during the manufacturing process the lot related to this complaint was inspected regarding to its dimensional features such as ball height and thread zero-point through the inspection and the whole lot has passed its specifications. Therefore, this plate was manufactured according to its quality standards and a manufacturing issue has been excluded. A manufacturing evaluation was performed for the affected lot, where no non-conformances, abnormalities nor deviations were identified which could lead to the complaint failure. In addition, the drawing of the article 422.256s valid at the time of manufacturing, was reviewed and no relevant design changes were identified. The raw material certificate was checked, and it was found that all used raw material fulfilled the specifications. The received condition of the device agrees with the complaint description since the plate is broken as claimed by the customer. However, from the manufacturing point of view, this complaint is rated as not valid since no deviations were found in the manufacturing documentation reviewed, as well as all measurements performed during this investigation are according to specifications. Since no manufacturing issue was detected, therefore, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G3: awareness date on follow up 3 reported as september 10, 2020 but should have been november 22, 2020.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was born on an unknown date in (B)(6). Date of event is an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date in 2020, a liss df femur plate broke. The plate was implanted for four (4) weeks before breakage. Concomitant devices: screw (part: unknown, lot: unknown, quantity: unknown). This report is for a titanium (ti) locking compression plate (lcp) distal femur plate. This is report 1 of 1 for (B)(4).